Event description:
Additional information was received from a patient on (B)(6) 2017. The patient reported that their replacement desktop charger resolved their inability to charge and they were able to successfully recharge their implant. The patient stated that their right leg pain has not resolved and has moved to their left leg. The patient stated that it sucks being in pain all the time. It has helped but not by the standards that they were told it would before implant. They have no choice but to live with the choice that they made. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Analysis findings of the desktop charger model 37761, serial # (B)(4) showed broken connector pins on the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that the recharger was not charging. They had the recharger plugged in and the green light was on the desktop charger. The patient noted that the recharging charging screen came up then the recharge battery low message came up. The connector pin did not seem loose or bent. The patient unplugged the connector pin then plugged it back in. The recharger charging screen flashed then the low recharger battery message came up again. It was noted that there was just the top row of icons but not plug icon and did not recognized being plugged in. The patient mentioned that their right leg started hurting last night which was how they knew the recharger battery was getting low. Additional information received from the patient on nov. 16. 2016 reported that they received the replacement recharger but believed the desktop charger was the problem. This was because even though the connector pin on the desktop charger did not appear bent or broken when they charged the new recharger, they had the same issue. It was reported that the ac adaptor had a loose connector pin. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.